Manufacturer narrative:
Evaluation summary: no product has been returned for evaluation. No cause analysis can be performed at this time based on the information provided. Histology of the surrounding soft tissue and chemical analysis of the soft tissue might have provided more information about the probable cause. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt complained of pain. Surgeon did a hip tap and fluid extracted was dark. Soft issue of the hip was black in color. Liner and femoral head exchange was completed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.